Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and device evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the insulation resistance value of the distal end scope cover did not meet specifications, the light guide rod lens was cracked, the bending section cover adhesive was separated, the insulation resistance value of the insertion tube was near the threshold value, the connecting tube was wrinkled, the scope cover was scratched, the control unit mouthpiece and channel mount were damaged, the universal cord was wrinkled, the bending tube movement was not to specification and the control knob had play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. For event 1: positive in culture test based on the results of the investigation, a root cause could not be determined. However, the possibility of insufficient reprocessing can not be denied. Event 2 was added by the lm after review of the device evaluation. "Possible adherence of foreign material at biopsy channel port" based on the results of the investigation, a root cause could not be determined and the foreign material could not be identified. However, it is likely from the following investigation results that the material was not removed due to damage of the device. Biopsy channel port was broken. Information on the users reprocessing steps was not shared. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer reported they had no concerns and there were no deviations or deficiencies in reprocessing. The steps taken during reprocessing were not provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.